Event description:
It was reported that prior to a routine device replacement procedure, the right ventricular lead had high impedance and oversensing was noted with patient arm movement. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 ipg, implanted (B)(6) 2004, 5076-45 lead, implanted (B)(6) 2004. (B)(4).